Event description:
It was reported that the pneumoperitoneum pressure does not decrease even if stepping on the smoke exhaust foot switch. The issue found during an unknown event. There was no patient harm reported, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the following: return device: serial is (B)(4). Visual inspection: there was no abnormality in the appearance. Actual machine confirmation: the problem was not reproduced. Based on evaluation findings, the customer reported issue was not able to reproduced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.